Event description:
The customer reported that halfway through an injection, the provider can no longer push meds through the needle. No information was received regarding any type of serious injury as a result of this product malfunction.